Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During internal inspection, the technician observed a loose shield inside the device. A dislodged shield can cause unexpected shutdowns. Additionally, signs of physical impact were observed during the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.